Event description:
Customer is reporting a tubing leak by the hematocrit sensor - error 580. Complainant name: same as reporter. Issue is continuous and occurred during treatment. All was fine during treatment, then suddenly the alarm occurred when the machine was recirculating the buffy coat just before the time calculation for photoactivation. Customer observed a tubing leak at the hematocrit sensor. The leak was minor, but there was fluid on the sensor. The treatment was aborted. Cts advised the customer not to return blood to patient. Service order # (B)(4) was dispatched for inspection of instrument serial number (B)(4). Customer did not return the product for investigation.

Manufacturer narrative:
Review of lot file b715: a review of lot file b715 was performed and there were no non-conformances associated with this lot. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b715 was performed. There were no other tubing leaks reported to date for this lot. No trends were detected. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. Investigation is still ongoing as result of service order is pending. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).